Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for a review of reports from this pacemaker system. Upon review, it was found that the right ventricular (rv) lead capture threshold had increased from 0.6v to 2.4v. It was also determined that there was under-sensing of intrinsic ventricular beats due to possible premature ventricular contractions (pvc) with extra ventricular pacing being delivered. It was noted that there was possible oversensing of the ventricular signal on the atrial channel. Patient will be further evaluated during next clinic appointment. No adverse patient effects were reported. Currently, this pacemaker system remains in service.